Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leaking from barrel/ plunger. During use: "she noted same is leaking passed the rubber plunger (please see attached photo)". Syringe being used by anesthetist leaking from inside the barrel at the plunger. Customer response received: there was no patient impact noted.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the incorrect imdrf codes was reported for annex e. Corrected annex e code to reflect proper outcome. Device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed, verifying the reported incident. There was no damage or other defect visible within the photo to indicate why the leak occurred. A device history review was performed for reported lot 2301076, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed on the retained samples, all product was verified to meet required specification. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.